Event description:
It was reported that patient received a chemical burn at the infusion site due to pod wear. Patient reported that when pod comes into contact with liquids, he feels a burning sensation and the pod falls off within 30 minutes. In the time is takes to apply a new pod, patient's blood glucose levels rose into "the 200's" (mg/dl). No medical treatment was given due to this, but patient's doctor believed this was a type of reaction to the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported chemical burn on the skin. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.